Event description:
During an attempted implant, the device did not show charge markers on the egm. The device was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.